Event description:
It was reported that the patient implanted with this right atrial (ra) lead experienced infection and erosion. A revision was performed and the implantable cardioverter defibrillator (ICD) along with the right ventricular (rv) lead and this right atrial (ra) lead were explanted. No additional adverse patient effects were reported. This ra lead will not be returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).